Event description:
Information received indicates that fibrin strands were noted in the bypass circuit after approximately 19 hours service life during ECMO support. The circuit was changed out with no further product problems noted and no patient complication reported.